Event description:
Customer was contacted regarding pump recall. Customer was hospitalized two years ago for high blood glucose levels and has been off pump since. Customer does not know location of pump, unable to do troubleshooting.